Manufacturer narrative:
Additional information; it was confirmed the type ii endoleak was identified during the index procedure while the infolding was identified at the initial follow-up visit (date unknown). It was said there will no be an intervention performed to treat the infolding. Film evaluation summary: the reported infolding and endoleaks were confirmed on the films received. Lack of pre-implant CT¿s did not allow for a thorough ass essment of the pre-implant anatomy, including thrombus build up in the aortic neck. In addition to the reported type ii endoleak, a proximal type ia endoleak was observed. The observed infolding in the proximal stent graft is expected to have been a factor in the occurrence of the proximal endoleak. The exact cause of the infolding is unclear. It is possible that the conical shape of the aortic neck in which the stent graft narrowed to a 22mm diameter may have been a factor in the infolding observed after implantation of a 28mm bifurcate. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcomes attributed to adverse event: year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that on first follow-up date (unknown date), a stent graft infolding and a suspected type ii endoleak was observed. As per the physician the cause of the event was anatomy, it was reported that the cause was possibly due to blood vessels being narrow in the infolding area. No additional clinical sequalae were reported and the patient will be monitored.